Event description:
It was reported that the insulin pump had a blank display. Troubleshooting was performed. The mother stated that the customer accidentally ran into the pool while wearing the insulin pump. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with a blank display as a result of moisture damage on the electronic and motor assembly.